Event description:
A malfunction alarm was reported by the caller, occurring at least three times on the pump, with no notable events occurring prior to this malfunction. There was no adverse impact to the customer's blood glucose level, remaining within normal range. The customer was advised to continue using the current pump and switch to multiple daily injections (mdi) if needed, while cts confirmed a replacement pump with updated software would be sent. Training would be available in the customer's tandem source account, and instructions were provided for putting the pump into storage mode and returning the malfunctioning pump to tandem. The customer understood and acknowledged the steps required upon receiving the replacement pump.